Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen resolution issue was verified. Additionally the alleged touchscreen unresponsive issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the touch screen had discolored lines running through the display. The customer's blood glucose was between 120-172mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.